Event description:
A nurse contacted baxter technical services to request a swap of a homechoice machine used by a home patient (hp). The nurse reported the hp was in the hospital due to shortness of breath and that the hp had reported to the nurse that the homechoice was not working right. The nurse did not know if the hp was connected to the homechoice at the time of the event. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(4) 2013 in order to obtain additional information regarding the hp's hospitalization due to shortness of breath. The pdrn stated that the hp had reported that the homechoice wasn't working right but the hp didn't define what he meant. The pdrn stated that she wasn't sure if the hospitalization was due to the device. No further details were provided at the time of the call. On (B)(4) 2013, product surveillance contacted the pdrn regarding this event. The pdrn reported that the device was being sent in for evaluation. The pdrn reported that she was unable to determine whether or not the device caused the hp's shortness of breath. She confirmed that the hp is still experiencing shortness of breath. No further information was provided at this time.

Manufacturer narrative:
(B)(4). The device is in the process of being returned to baxter for evaluation. A follow up report will be submitted upon completion of the evaluation or should relevant additional information become available.

Manufacturer narrative:
(B)(4). The device passed both electrical testing and the functional testing and was determined to meet performance specification requirements. The reported issue was not confirmed with regards to the device. No device failure or malfunction were identified that could have caused or contributed to the reported difficulty. The cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty. A device history review was performed with no exceptions during manufacturing found.